Event description:
A report was received that a patient had an explant due to an infection. The patient's symptoms included an open wound and pus around the incision site. The physician does not believe that the infection is device related. The patient was given oral antibiotics. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, (B)(4), description: artisan 2x8 lim 70cm lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.